Event description:
Procedure performed: ob gyn. Event description: during lap interventions. First device, this one, didn"t open anymore during usage. Procedure continued with second device, which didn"t perform well neither (knife remained in jaws) and third eb210 was ok and they did finish the procedure. 2 new devices, of which the first "new" didn"t work neither as it should be and the last one, was ok and they could complete the procedure. Additional information received by applied medical rep via email on 2-mar-2026: it is not known what caused the jaws to stay closed. No audible or visual damage. After 3 uses; the blade could still be activated; afterwards it was impossible to open the jaws. The handle lever was repeatedly opened and closed without effect. After the jaws became blocked, no further attempt was made to use the blade. The blade was still functional; the tissue was released after use of the jaws. No tissue damage. The levers functioned smoothly; it was not necessary to push them forward. There was no possibility to open the jaws once they became blocked. Patient status: no clinical impact to the patient. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow up report will be sent upon complaint of the investigation.